Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the activation failure could not be determined. It is possible that the distal sheath of the supera delivery system was entrapped or redistricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion. Following pre-dilatation, a 5.5x100mm supera self-expanding stent (sess) was prepared and deployed following all deployment steps. The sess was removed from the guide wire; however, once outside the patient it was noted that the stent was still on the delivery system. The procedure was successfully completed with a new 5.5x100mm supera stent. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.